Event description:
Sales rep received a call from or staff and they let him know that they had to remove a mandible plate due to patient infection.

Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report. Device discarded.